Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that seven needles ns 27ga 3/4in w/o sil experienced two cases of rounded tips, seven cases of damaged tips, and 17 cases of foreign matter contamination.

Event description:
It was reported that seven needles ns 27ga 3/4in w/o sil experienced two cases of rounded tips, seven cases of damaged tips, and 17 cases of foreign matter contamination.

Manufacturer narrative:
Investigation summary: twenty six samples and 26 photos were received for evaluation. The 26 photos provided were taken from the samples received. They show the defects reported. The photos were taken with high magnification lenses to be able to show the defects. The samples were inspected with the following findings: bag 18: foreign matter on tip 5 pieces. Bag 27: foreign matter on tip 2 pieces. Bag 23: foreign matter on tip 4 pieces. Bag 22: foreign matter on tip 6 pieces. Rounded tip with fm 1 piece. Rounded tip 1 piece. Bag 14: damaged tip 1 piece. Bag 4 : damaged tip 5 pieces. Bag 2: damaged tip 1 piece. Failure mode is confirmed. These likely occurred during the cannula/needle integration process line assembly. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 8227996 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8227996 during this production run.